Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the connector pin measuring 13.4cm was returned for analysis. External insulation abrasion was noted at 12.7-13.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.